Manufacturer narrative:
The pump was returned with the battery cap stuck in in the pump; it had to be forcibly removed. The returned cap had stripped threads and the cap contact height was found to be out of specifications. The top of the cap was stripped. A test cap was used and was able to fully tighten on to the pump and be removed.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (damaged cap and case) issue. It was reported that the battery cap could not be removed from the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.